Event description:
It was reported that, "the pt is scheduled for revision tka surgery on (B)(6) 2012 with preoperative diagnosis of femoral component loosening.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.